Event description:
It was reported that a sensor error occurred. The wearable was inserted into the thigh, which is off label usage of the device on 07/26/2024. On (B)(6) 2024, the patient had sensor error for over 3 hours, and they took a blood glucose reading which was 400 mg/dl for 12 hours. The patient was not feeling well, he was pale and had a headache. The caretaker took the patient to the emergency room and the sensor failed when they arrived, they took a blood glucose reading which was 487 mg/dl. At the hospital, the patient was treated with insulin and IV fluids for 4 hours. At the time of the report, the patient was doing fine. Data was provided for investigation. However, signal loss over an hour was found in connection to the reported allegation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Performance data was reviewed. No readings/ sensor error/brief sensor issue was not found within the investigation window.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "data was provided for investigation." H2: correction.